Event description:
It was reported that the patient was not getting an adequate pain relief. It was also noted that the patients ipg was not holding a charge and the leads had high impedances. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. The explanted ipg and leads were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 5117532 / 5118349.